Manufacturer narrative:
One i3 unit model cm1100 with main unit serial (B)(6) and one i3 accessory set was returned. Visual evaluation: external and internal visual inspections of unit revealed the right-angle extension cable was defective (right-angle extension cable has exposed wires), therefore, a golden right-angle extension cable was used in all future testing. The problem of frayed power connector plug was confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.